Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.suspected false asystole episodes with sharp non-physiological deflections followed by a gradual return to baseline at the onset and/or end of the electrocardiogram which is consistent with loss of electrode contact.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) had a sensing issue and showed very frequent false asystole episodes. The device remains in use. No patient complications have been reported as a result of this event.